Manufacturer narrative:
Correction numbera - 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-06112 and 06113. It was reported the pt's ipg gets very hot while stimulation is on. Also the pt experiences a shocking sensation from her scs system. The pt states she is not receiving any pain relief, only pain from the device. The pt is requesting to have her scs system removed. Surgical intervention may be pending to address the issue.